Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. This patient has comorbidities including obesity and ulcerative colitis. The patient underwent a complex repair that included a bard flat mesh and a non-bard vaginal sling. The bard flat mesh was partially excised on three separate occasions; noted a portion of the mesh remains implanted. A medical cords note vaginal erosion however there is no indication it was caused by the bard flat mesh. The patient developed and was treated for adhesions, which is a known adverse event listed in the IFU. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.

Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2006 - patient was diagnosed with uterocervical prolapse, grade 3 cystocele, grade 2 rectocele, urinary stress incontinence. The patient underwent total abdominal hysterectomy, abdominosacral colpopexy, posterior colporrhaphy, perineorrhaphy, and transobturator tape placement, a bard flat mesh was placed for the uterocervical and cystocele prolapse. The vaginal muscularis along with the uterosacral ligament with then attached to the flat mesh. A non-bard sling was implanted by a second surgeon. On (B)(6) 2009 - patient underwent exploration with excision of granulation tissue. The flat mesh was noted to be underlying the granulation tissue. The mesh that was viable was excised, leaving the remaining mesh in place. On (B)(6) 2010 - patient underwent excision of suture and a small piece of mesh noted to be in the patient's incision. On (B)(6) 2010 - patient underwent wound exploration and lysis of adhesions. The flat mesh was noted to be overlying onto the bowel however that mesh was left in place. A small portion of mesh was removed. A serosal injury was repaired.